Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The external features of the cutter device were visually inspected and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28 x magnification. Based on the photographs taken, the angle indicated that there was excessive force applied. It was determined that the root cause of the broken cutter was due to excessive lateral or side to side force. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: lot number unknown; (B)(4). The lot number was unknown. Therefore, device manufacture date is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the cutting burr device broke while being used together with the attachment device. It was reported that the event occurred during use on a patient. It was not reported if there were any delays to the surgical procedure of if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there were no adverse consequences to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The device lot number was reported as unknown in the initial report and has been updated to k423119147. The device manufacture date was documented as unknown in the initial report. It has been updated to dec 7, 2016. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.